Event description:
It was reported the device broke when being removed post chemotherapy and that the patient had to undergo open heart surgery to remove the remainder of the device. Additional information received: PICC line was flushed weekly by the phn after his last chemo in (B)(6) 2020. No kinking had occurred during use to their knowledge. The internal insertion length was 45cm. The external piece that broke off was 22.5 cm. 44.5 cm remained in the patient. The break site appeared to be internal to the entry site. Patient phoned oncology dsu on (B)(6) 2020 reporting that the phn could not get any blood return, so he was booked for a PICC removal on (B)(6) 2020. Upon removal the catheter break was discovered. Patient underwent thoracic/cardiac surgery to recover this device - we understand he has recovered well from this and is undergoing further treatment for his cancer.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr0589 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the device broke when being removed post chemotherapy and that the patient had to undergo open heart surgery to remove the remainder of the device.